Manufacturer narrative:
(B)(4). Failure mode "leak - device leak - cuff" could be confirmed with picture and videos attached. However, it is necessary to receive the physical sample to perform a proper investigation, determinate the root cause & corrective actions. DHR investigation did not show issues related to complaint. If the complaint samples become available at a later date, this complaint will be updated accordingly.

Event description:
It was reported that: "(B)(6) 2025, when tube was inserted, there was a quality problem with the suction balloon. After the gas was injected, the balloon was filled but then the balloon collapsed."

Manufacturer narrative:
(B)(4). Additional information: the material number, lot number & UDI number were updated to 5-10114, 73j2300690 and (B)(4) respectively. Device evaluation: the reported complaint of "leak - device leak - cuff" could not be confirmed based upon the investigation of the sample received. The customer provided one photo and two videos and returned one unit 5-10114 et tube, cf, 7.0 for investigation. The returned et tube was able to inflate and deflate with no difficulty. All et tubes are 100% inspected for both inflation and deflation at the time of manufacturing. A device history record review was performed, and no relevant findings were identified. No functional issues were found with the returned device.

Event description:
It was reported that: "on (B)(6) 2025, when tube was inserted, there was a quality problem with the suction balloon. After the gas was injected, the balloon was filled but then the balloon collapsed."